Manufacturer narrative:
Device 1 of 2. Evaluation method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Only the inner metal sleeve of the anchor was returned, not the outer sheath. This portion appears intact and a lead passes through properly. A small please of lead material was seen on the inner diameter of the insert. It is unk if the anchor was still sutured in place when the lead was being manipulated. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00511. The pt received her scs system including a percutaneous lead secured by an anchor on (B) (6) 2008. It was reported that the lead had migrated through the anchor. The anchor was explanted on (B) (6) 2008. It was reported that during the explant procedure, the physician used excessive force and pulled the insert out of the anchor. The explanted anchor was returned to ans for eval. The lead was not returned for eval. Follow up on the pt found that no further issues have been reported.